Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2011 to treat urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). It was reported that patient underwent injection of transurethral bulking agent (macroplastique) due to type 3 sui on (B)(6) 2012. It was reported that the patient underwent a cystoscopy with macroplastique injection on (B)(6) 2012 due to type 3 sui. No additional information was provided.